Event description:
The dura star balloon burst during inflation at normal burst pressure. The device will be returned for investigation. No impact to pt. Another dura star balloon was used to complete the procedure.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Add'l info will be submitted within thirty days upon receipt.